Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2020, 1755 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-mar-2023: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of abnormal uterine bleeding, dysmenorrhea, cramp in lower abdomen, heavy menstrual bleeding, pelvic pain, discomfort, bloating and overweight. Previously administered products included: mirena. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2020, 1755 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy,cystoscopy.lysis of adhesions & right ooperectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: right: satisfactory, grade 2 left: satisfactory, grade 2. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 29.094 kg/sqm. [Hysterosalpingogram] on (B)(6) 2016: xr hsg (hysterosalpingogram) with injection clinical history: reason: post essure (B)(6) 2016 to confirm bilateral tubal occlusion. Hsg due date (B)(6) 2016 indications: s/p essure placement complications: none. The patient tolerated the procedure well. Findings: scout films: normal uterus: bilateral essure in place. Fallopian tubes: no filling of contrast in the left fallopian tube. There is contrast filling of the right fallopian tube associated with a small amount of free intraperitoneal contrast. Impression: there is contrast filling of the right fallopian tube associated with a small amount of free intraperitoneal contrast. Date:(B)(6) 2016 findings: scout films: bilateral micro-inserts were identified. Uterine cavity: the endometrial cavity was noted to be normal in configuration without filling defects. Implant position: right: satisfactory, grade 2 left: satisfactory, grade 2 tubal patency: right: occluded, category 1 left: occluded, category 1 impression: 1. Bilateral micro-inserts in satisfactory position. 2. Bilateral fallopian tubes occluded. [Pathology test] on (B)(6) 2017: final pathologic diagnosis: cervix, biopsy: - koilocytotic atypia, suggestive of condyloma. - mild acute and chronic cervicitis. Clinical history: cin 1 last yr specimens received: cervix, biopsy; on (B)(6) 2020: uterus, cervix, bilateral fallopian tubes and right ovary, hysterectomy: - cervix: chronic cervicitis and squamous metaplasia - endometrium: inactive endometrium - myometrium: leiomyoma - bilateral fallopian tubes: segments of benign fallopian tubes, presence of bilateral implants grossly compatible with essure implants - right ovary: physiologic changes with cystic follicles clinical history: presence of essure implant contraceptive dysmenorrhea abnormal uterine bleeding specimen information: uterus with tubes, hysterectomy gross description: the presence of essure implants was identified bilaterally quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-nov-2023: reporters,patient information,medical history,lab data,non drug treatment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2020, 1755 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.